Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported left side "fluid buildup" and removal from textured to smooth due to the concerns of the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ seroma-late: unable to observe as it is a medical event not related to the device. ¿ anxiety¿product/procedure: unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ creases are observed. ¿ white particles calcification-like were observed on the shell. ¿ one opening on anterior side assessed as surgical damage. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side "fluid buildup" and removal from textured to smooth due to the concerns of the product. Device has been explanted.